Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she removed the infusion set from her body and programmed five units fixed prime twice, no insulin exits tubing and did not get any no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.